Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3887-33, lot # v010928, implanted: (B)(6) 2006, product type lead; product ID 3887-33, lot # j0104155v, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
The patient had a history of chronic low back pain and post laminectomy syndrome. They also had a significant history of cervical and lumbar spondylosis. The patient had been having a decreased response to their stimulation in their right lower extremity and the device had been malfunctioning. The cord from the implantable neurostimulator (ins) wrapped around the patient's spinal cord which caused the issues. The patient could not walk and was paralyzed from the waist down so they had to replace the whole device. A doctor did a surgery on (B)(6) 2009 to attempt to revise the spinal cord stimulator. They were able to remove the leads but were not able to re-insert a new ins device. They were unable to pass the replacement lead back through a cicatrix of tissue and had to remove the entire system. Since this surgery the patient has had severe pain in their low back and lower extremities. The pain was in the thoracic area of the patient's back. There was an onset of thoracic-type stabbing pains and lower abdominal pain which wrapped around the patient's abdomen to just below their umbilicus bilaterally. They also had a complete sense of numbness, paresthesias, and weakness of the right leg and severe pain in the left lower extremity. The pain was exacerbated by ambulation to the point where the patient had to use a motorized wheelchair to mobilize. The patient noted that the issues paralyzed them and they could not walk. The pain was intractable so the patient was referred for hospitalization, impatient medical management, pain control, and further evaluation of the back pain. During an evaluation the patient complained of significant hip flexor weakness as well as distal right lower extremity weakness. They had left hip flexor weakness at a -1 level and in their right lower extremity they had -2 hip flexor weakness. They also had 2 to 3 anterior tibialis, extensor hallucis longus, peronei, and posterior tibial weakness. The gastrocnemius soleus weakness was rated as a -1. There was also some subtle weakness in the quadriceps. Proprioception was dysfunctional and the patient had poor vibration sense bilaterally. There was also an unresponsive plantar flexor response forming. It was noted that the patient was hyperreflexive on this side, notably with a right total knee arthroplasty. The patient also had some mild epigastric pain and nausea but no vomiting and mild intermittent headaches. The patient was admitted to the hospital for a CT scan of their thoracic, cervical, and lumbar spine. The patient was given percocet and morphine intravenously. Comprehensive imaging was performed and an MRI of the thoracic spine showed severe thoracic stenosis at the t11 and t12 level with t2 signal change in the spinal cord proper. This thoracic stenosis was noted to be due to hypertrophy of the ligamentum flavum under the t11 level causing stenosis and immediate superjacent t2 signal changes. Imaging also showed multilevel lumbar spondylosis with prior instrumented fusion at l2 through l4 with bony arthrodesis across these levels and involving l5 and sacrum. The cervical spine CT showed prior cervical anterior and posterior fusion. The doctor believed some of the issues were due to myelopathic changes and stenosis contributions. The doctor advised a surgical decompression to the patient. Laminectomies were performed on t11 and the cephalad 1/3 of t12. There was a significant osteophytosis under the superior articular process of t12 bilaterally as well as significant ligamentum hypertrophy creating a severe stenosis at the t11 and t12 interspace. The ligamentum flavum was noted to be densely adherent so a meticulous adhesiolysis was performed. The remainder of the decompression was done with microsurgical technique. Foraminotomies were performed over the t11 and t12 nerve roots. There were also significant adhesions in the lateral recesses which were eventually decompressed. At the end of the procedure there was good pulsatility of the dural tube. The wound was irrigated and was closed up. The patient was taken to pacu in stable and satisfactory neurological condition. The patient was implanted for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.